Manufacturer narrative:
H.6. Investigation summary: the defect catheter tip integrity; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter was shearing. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter. Patient 2 of 2. Per email: our nicu has had problems with lot #8330774. When placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter was shearing. The following information was provided by the initial reporter: material no.: 381411, batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter. Patient 2 of 2. Per email: our nicu has had problems with lot #8330774. When placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter.